Event description:
It was reported that during implant device interrogation revealed high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace with a leadless pulse generator. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120587.